Manufacturer narrative:
Our company field service engineer (fse) investigated the anesthesia workstation at the hospital. No fault was found, however the reported issue could be reproduced by slightly loosening the gas analyzer water trap. Simulated-use testing was performed and no deviations or damage was noticed. As a result, no parts needed to be replaced. A successful system check-out and functional tests were performed and the anesthesia workstation was then returned to service. The device logs were sent in for evaluation, and the reported o2 concentration issues were confirmed in the devices' event log. The technical log did not contain any log posts which indicated that there were any technical malfunctions at the time of the event. A successful system check-out test was performed immediately before starting the case, in which the issues occurred. Based on the findings stated above, our conclusion is that the gas analyzer sampling line was slightly loose during the event, resulting in room air being sampled, which led to a lower measured fio2 concentration and the generation of alarms.

Event description:
(B)(4).

Event description:
It was reported that during patient treatment, the anesthesia workstation displayed o2 concentration levels of approximately 20-30% when, the set values were 80-100%. There was no patient harm reported. (B)(4).